Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that when placing the patient's IV (intravenous) line, they attached the extension set to the hub of the IV catheter. When flushing, the extension set starting leaking at the hub of the IV catheter. Then replaced the extension set with a new one, which fixed the problem and it was no longer leaking. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The complaint of leak on item mc33213 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.